Event description:
Affiliate reported that the ventricles of the patient's brain remained too small, even as the doctor changed the pressure from 150mmmh2o to 200mmh2o. As a result, the device needed to be replaced. The device was implanted in 2008, and replaced in 2009.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.